Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer experienced high bg. Bg value was 600 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high bg event. Customer using the minimed 670g/770g/780g system with auto mode/smartguard feature not active at time of high bg event.  Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer = black. The customer alleged the insulin pump is under delivering causing high blood glucoses on september 18, 2022. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08675 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No under delivery anomaly noted during testing. The insulin pump was cut open to perform a visual inspection. No evidence of physical damage or moisture damage were found on the electronic assembly (electrical board1 and electrical board2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. The insulin pump passed all functional testing. Under delivery and high blood glucose anomalies are not confirmed. The history file list the following programmed bolus deliveries for september 18, 2022: september 18, 2022 05:29 bolus wizard normalbolusamountprogrammed = 1.6 bolusamountdelivered = 1.6, september 18, 2022 08:55 bolus wizard normalbolusamountprogrammed = 12.3 bolusamountdelivered = 12.3, september 18, 2022 13:58 bolus wizard normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5, september 18, 2022 15:45 bolus wizard normalbolusamountprogrammed = 0.4 bolusamountdelivered = 0.4, september 18, 2022 17:55 bolus wizard normalbolusamountprogrammed = 15.2 bolusamountdelivered = 15.2, september 18, 2022 20:56 bolus wizard normalbolusamountprogrammed = 1 bolusamountdelivered = 1. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that was provided with the initial report was incorrect. The correct information has been included with this report in h6 section.